Manufacturer narrative:
One cadd reservior cassette was returned for analysis. Visual inspection performed and product found to be in good condition with no discrepencies. Customer's complaint of leaking from the bag was verified. Service used a syringe to fill the ay bag and leakage was detected at the top corners of the bag. Use testing was performed. The problem source is defective component of the ay bag. Production identified some problems and has implemented some new sealing dies, installed sensors, validation, and implementation of the changes are complete.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette bag leaked medical fluid. No adverse patient effects.